Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Due to the absence of the lens, lenstec was unable to perform a more thorough investigation of the complaint. We are therefore unable to determine a specific cause for the damage observed on the haptic. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating that "haptic bent and broke during insertion, lens had to be cut out and replaced"